Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d10: date of concomitant therapy is october 8, 2021. H3, h4, h6: part: 238.280-us. Lot: 1l75859. Release to warehouse date: november 22, 2018 manufactured by: werk grenchen a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the130 deg angled blade pl 12 holes/90/200 was received at us customer quality (cq). Upon visual inspection, the plate was found to be broken. The broken piece was also returned. No other issues were identified. Dimensional inspection: the dimensional inspection was not performed due to the post manufacturing damage. Document/specification review: current and manufactured revisions were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the plate has broken off. No definitive root cause could be determined based on the provided information. No new, unique, or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. G1.

Event description:
It was reported that on (B)(6) 2021, the patient underwent a revision surgery for a subtrochanteric fracture. A 130-degree angled blade plate was implanted during the surgery. At some point before the alert date, the plate broke. The surgery to remove the broken plate took place on (B)(6) 2021. There was a non-union and plate breakage. The procedure and patient outcome were unknown. This report is for one (1) 130 deg angled blade pl 12 holes/90/200. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.